Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 720 mg/dl. The customer stated that she was on nerve medication and the customer had a post traumatic stress. The customer stated that her dr suggested to get off the insulin pump and since then the customer did not use the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.